Event description:
Patient's mother contacted dexcom technical support on (B)(6) to report intermittent out of range signal on (B)(6) 2014. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).